Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint is not confirmed. The returned meter powered on with button press and strip insertion. Did not observe power issue with strip port. No new issues were observed.

Event description:
A customer reported on (B)(6) 2011 at 8am, she experienced nausea, vomiting and weakness. She tried to take her blood sugar but the meter turned on with the button but not by inserting the test strip. The next day, (B)(6) 2011, she was still weak and throwing up. The customer was transported to the hospital via paramedics where she was diagnosed with hyperglycemia and diabetic ketoacidosis. The customer reportedly remained inpatient for 5 days and was treated with insulin via IV and injections. In addition, the customer also reported she self-treated with 8 to 12 units of insulin. There was no report of death or permanent impairment associated with this medical event.